Manufacturer narrative:
Work order search- no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5 12.1 implantable collamer lens of -9.00/1.0/069 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. Refractive surprise was observed. The lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.